Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio opc, packaged device was used during a total laparoscopic hysterectomy with bilateral salpingectomy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the dart came off from the suture upon deployment of the device. The detached dart was not found in the capio device and the physician attempted to locate the detached dart inside the patient but it was unsuccessful as the dart was too small to be found. The procedure was completed with this device. There were no patient complications as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Block h6: device code 2907 captures the reportable event of dart detachment. Block h10: investigation of the returned capio opc device was performed. Visual analysis found that no issues were observed with the catch. The 7 riveting pins were in place. There was no evidence of dart detachment; however, the carrier was broken and the broken section was not returned with the device. Due to the condition of the carrier, the functional test was not performed. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. However, based on all gathered information, the investigation concluded that the most probable cause for this complaint is design inadequate for purpose, which indicates that the problems traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation was opened to address the failure of "carrier broken/detachment." That investigation determined that material brittleness is the root cause to the carrier breaking. However, the complaint device was manufactured prior to the implementation of the solution activities.

Event description:
It was reported to boston scientific corporation that a capio opc, packaged device was used during a total laparoscopic hysterectomy with bilateral salpingectomy procedure performed on (B)(6), 2019. According to the complainant, during the procedure, the dart came off from the suture upon deployment of the device. The detached dart was not found in the capio device and the physician attempted to locate the detached dart inside the patient but it was unsuccessful as the dart was too small to be found. The procedure was completed with this device. There were no patient complications as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.